Event description:
The customer contacted baxter's service center regarding a system error 2240 alarm which occurred on the home choice (hc) during drain. The home patient (hp) disconnected during dwell 4 and didn't press stop. The hc then moved to the drain cycle. The technical service representative (tsr) reviewed the disconnect procedure. The hp cycled power and a system error 2367 occurred. The hp would complete therapy after clearing the alarm. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with a caregiver (cg) on (B)(6) 2012 regarding the system error 2240. There was no information available regarding the alarm. The lot number was unavailable. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was user error patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.